Event description:
Description: I put on new contacts on my left eye, noticed right away that it wasn't in right but I was late for work so grabbed my daughter's small bottle of saline solution. Once at work, went to the restroom, took out the lens out of my left eye and vigorously rinsed it with the saline solution. Then I put the lens back in my left eye. Immediately I know something is wrong! It was burning, stinging and my eyes just closed shut! I pried the contact lens out of my eyes feeling the burning sensation, and tried to rinse it out on the sink. I worked at a manufacturing company where they have an eyewash station in the nurse's office. There she let me wash out my left eye over the sink for a good 15 minutes. The saline solution was actually the clear care cleaning and disinfecting solution with 3% hydrogen peroxide. It look exactly like the saline solution that I used. I went to see my ophthalmologist after this incident and was surprised to hear her say, "is it clear care?" She said that this is a common mistake that a lot of people make. When and how was error discovered: the burning, stinging sensation in my eyes like it was on fire. Patient counseling provided: unknown. Reporter's recommendations: the label should be different from the saline solution. When I took out my contact lens I can't actually see or read the fine print in that small bottle but I can make out the picture of the contact lens. (B)(4).